Event description:
An hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, at the end of the procedure, the physician noticed a small burn just on the posterior cervix. The burn was treated with antibiotics (exact prescription unk). It appeared that the ablation was completed with 45 seconds remaining and there were no alarms or error codes sounded during the case. Although attempts were made to obtain further info, the exact degree of this burn is not known. The procedure was completed with this device and there were no pt complications reported with the event.

Manufacturer narrative:
Since the lot # was not provided, the expiration and mfg dates are not known. According to the complainant, the suspect device has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.